Manufacturer narrative:
This report is submitted on december 9, 2019.

Event description:
Per the clinic, the patient experienced non-auditory sensations with device use. An x-ray was performed, confirming migration of the electrode array into the internal acoustic meantus. Subsequently, revision surgery was performed on (B)(6) 2019, to correct the array position. The implanted device remains insitu.